Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during drain five of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette became disconnected from the transfer set while the patient was sleeping. Renal therapy services (rts) explained the alarm and the cause. Rts helped clear the alarm and end therapy. Rts also advised to contact registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.